Manufacturer narrative:
The lot was manufactured march 13, 2017 ¿ march 15, 2017. The device was received for evaluation. Visual inspection was performed and an untightened blue winged luer cap was noted. A functional leak test was subsequently performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. Prior to patient use, a white powder like substance and some liquid were observed inside the packing. The device was filled with 5000 mg of fluorouracil diluted with 0.9% sodium chloride. There was no patient involvement. No additional information is available.